Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a failed battery and off no power on insulin pump. The customer¿s blood glucose level was unknown. Customer mother states that the pump does not hold the charge and is running out really fast, sometimes they need to tap it to get it to turn on. Troubleshoot for failed battery test alarm was performed and spring of battery compartment was corroded. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Customer states the pump was not dropped. Customer states there were not unattended alarms and . Customer states the battery cap is not loose, cracked or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube, battery cap contact and battery tube spring. Unable to confirm weak battery alarm, low battery alarm, off no power alarm or perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.